Manufacturer narrative:
On previous submission, it stated, "supplement #1 - medwatch sent to the FDA on 23/dec/2019." It should have been stated, "supplement #2 - medwatch sent to the FDA on 06/jan/2020." Supplement #3 - medwatch sent to the FDA on 06/jan/2020.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 23/dec/2019. Additional information: h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 14/nov/2019. A balloon without the fill tube was returned for evaluation. The balloon was returned deflated and discolored with no other anomalies noted. As the device was not received with the fill tube, a sample fill tube was used for device testing. There was no blockage noted upon insertion and the flow of di water was continuous and unobstructed. During the air leak test, the balloon did not stay inflated as there are two small openings on the shell. The 2 small openings have striated edges which are consistent with surgical removal instruments.

Manufacturer narrative:
The device was returned to the apollo device analysis laboratory on 14/nov/2019. Analysis of the device is ongoing.

Manufacturer narrative:
Medwatch submitted to the FDA. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: the current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "deflation" as follows: warning and precautions: the physiological response of the patient to the presence of the orbera® system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Deflated devices should be removed promptly. Complications: possible complications of the use of the orbera® system include: balloon deflation and subsequent removal.

Event description:
Health professional reported via product field notes (pfn ), " the patient had greenish urine on (B)(6) 2019."